Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what are the patient weight, prior medical history? (B)(6) kg, no prior history. What is the surgeon¿s opinion as to the contributing factor to the patient event? I don't know. Is there a second procedure planned to treat the reaction? Pending. Still watching to see if inflammation/granuloma resolves. What is the patient current condition? Stable.

Event description:
It was reported that a patient underwent strabismus surgery on (B)(6) 2018 and suture was used on the extraocular muscles of right eye. The patient experienced an exuberant inflammatory response with large granulomas at the suture site approximately 2 weeks post op. The patient was treated with topical steroid and is currently being monitored for possible future procedure. Currently the patient is reported as stable. Additional information has been requested.